Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The patient reported blood glucose results of "74 mg/dl and hi (above 600 mg/dl)" with a lifescan meter, performed within an unspecified time. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). This complaint is being reported due the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.